Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported transient ischemic attack could not be conclusively determined.

Event description:
Related manufacturing reference: 2030404-2019-00101, 3005334138-2019-00548. Following an atrial fibrillation ablation procedure a transient ischemic attack occurred. During the procedure the patient was anticoagulated, the act was above 300, and a transesophageal echo was done prior to the procedure to rule out thrombosis. While in post-op unit the patient experienced mild confusion and slight weakness that resolved after a few minutes. There were no performance issues with any abbott device.